Event description:
It was reported that the patient called an ambulance due to hyperglycemia. The patient's blood glucose levels reached over 13.9 mmol/l (250.2 mg/dl) while wearing the pod on the abdomen between 25 and 36 hours. Symptoms reported include thirst, diarrhea and muscle tightness. The patient was monitored by the paramedics for 2 hours and 12 units of bolus was administered with a new pod to treat the hyperglycemia. The pod was discarded and the patient did not go to the hospital.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.